Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that every time sheath flush was attempted air was pulled back. The procedure was completed successfully by using agilis. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported, that the versacross connect was inside the sheath prior to, and or at the time, the air was observed. The pressure bag was used for the irrigation of sheath. The bubbles were observed at the flush line. The guidewire was pulled back just inside of the catheter. No other issue has been reported.